Event description:
It was reported that during use, the device had too high current and could not work normally. Troubleshooting performed but the issue remained unresolved, and the procedure had to be completed using a backup device. There was no patient impact in this event.

Manufacturer narrative:
Display error message "over current detected for stim1" during monitoring. Main board failure. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(6) ubd: , UDI#: (B)(4)' h3: analysis found that there was fuse failure. H6: codes fdd d20 and img g02005 are for product ID product ID: 8253200, serial/lot #: (B)(6); manufacturing date: 2014-07-10 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.